Event description:
It was reported that pump screen was broken so patient could not see part of display. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.